Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 years and 9 months after the dental implant was placed in ada site 25 in the mouth, the implant lost osseointegration in type iii bone. Clinician noted the patient's peri- implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 years and 9 months after the dental implant was placed in ada site 25 in the mouth, the implant lost osseointegration in type iii bone. Clinician noted the patient's peri- implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 years and 9 months after the dental implant was placed in ada site 25 in the mouth, the implant lost osseointegration in type iii bone. Clinician noted the patient's peri- implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.